Event description:
Ulcerated ostial/proximal lad with suspected thrombus. 7 french xb 3.5 guide engaged into left main bmw advanced into distal lad. Xmi rx advanced and activated in prox to distal and distal to proximal fashion twice. On subsequent angiogram, distal left main, ostial lad and cx were all dissected. Emergent CABG with balloon pump was needed. Pt tolerated surgery well and was discharged from the hosp 5 days later.